Event description:
It was reported that the device suture broke. The flexima drainage catheter was introduced during a percutaneous nephrostomy procedure. While trying to make a catheter loop, the physician pulled back on the suture and it snapped. The physician cut the catheter to remove it and completed the procedure with another of the same device. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
Device evaluated by MFR: a visual inspection of the returned device revealed that the unit was returned with an incomplete suture and that the metal cannula and one section of the suture was inside the catheter. The metal cannula was removed without any issue and was noted to be bent. Residues were found on the catheter, the suture key was not returned, and the section of the suture was returned attached to the catheter. A mandrel 0.038" was inserted through the catheter and it passed properly, without resistance. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause classification of this investigation is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that the device suture broke. The flexima drainage catheter was introduced during a percutaneous nephrostomy procedure. While trying to make a catheter loop, the physician pulled back on the suture and it snapped. The physician cut the catheter to remove it and completed the procedure with another of the same device. No patient complications were reported and the patient's status is stable.